Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error. The customer¿s blood glucose level was 168 mg/dl at the time of the incident. Customer reported they were able to clear the alarm. Customer stated they were not able to rewind the insulin pump. Customer was performed displacement test and no result was detected. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with constant pump error 38 alarm due to corroded motor home switch.